Event description:
Patient reported, after ultrasound. Doctor confirmed, rupture of the left breast implant. And "changes in the pleura" on the left side. Device has been explanted. Left side.

Manufacturer narrative:
Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "fluid was collected," and company representative reported "allergies."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported after ultrasound doctor confirmed rupture of the left breast implant and "changes in the pleura" on the left side. Device has been explanted. Left side.